Event description:
Received info regarding multiple cartridge alarms (cartridge alarm 19) with multiple cartridge.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.